Manufacturer narrative:
(B)(4)

Event description:
Initial report: this non-serious spontaneous case report from (B)(6) was received on 13-aug-2010 from an unk health care professional and upon medical review, has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree (B)(4). This case involves a female pt who received treatment with poly-l-lactic acid (sculptra) on an unk date by another health care professional at a different clinic. No other treatment details were provided. The pt was visiting the reporter for botox treatment and she noted possible granulomas, which she believed was due to the previous poly-l-lactic acid treatment. Relevant medical history and concomitant medication info were not mentioned. Action taken/corrective treatment/outcome - unk.